Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd image fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from ccd module. In addition, our technician confirmed that the lg connector fluid damage, the suction channel leak, and the suction channel kink; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).